Manufacturer narrative:
(B)(4). The device was not returned to baxter and the lot number was not known, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint, for a report of the tip protector missing on the patient line could not be confirmed in the lab due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. A root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted product surveillance to report that the cap was missing from the patient line on one of the cassettes. "No patient injury or medical intervention was reported the patient was involved, but there was no patient injury or medical intervention reported".